Event description:
During a ptca procedure, the wire was being used with another manufacturer's balloon, and the wire fractured approximately 30 cm from the proximal end outside of the patient during a balloon exchange. No patient injuries or complications occurred.